Event description:
I was part of a trial to enhance girth on my penis. The doctor used pmma, cmc and ascorbic acid. I developed nodules/granuloma. He and his assistant informed me from the beginning that it could be reversed/dissolved using kenalog. For the first 10 months, I developed more and more nodules, but he kept saying to just massage them and if they didn't improve, he would inject. In (B)(6) 2024, I asked him to inject and suddenly he says that kenalog won't do anything. So, I had about 30 nodules, pain and disfigurement. My urologist surgically removed the material (about 70% of it) (B)(6) 2025. He said it was like superglue attached to the skin. I suffered severe vascular death and about half of the skin on my penis died and had to be removed. My penis is disfigured and will require a skin graft once the skin has covered the flesh, probably in june. The doctor who performed the procedure and is trying to get FDA approval for the new product is dr. (B)(6) of (B)(6).